Event description:
The customer took their normal amount of insulin at 6:15pm and at 6:40pm tested 526mg/dl. The customer reportedly took extra insulin fifteen minutes later due to the high result. Caller states that approx 3 hours later the customer tested 134mg/dl on the device and an hour later, hi. The customer reportedly had symptoms of dizziness and shaking at that time. The paramedics were called and tested customer at 30mg/dl on their device within 10 minutes of the hi result. The customer was able to self treat, but was given jelly by a family member. No strips information was reported. No quality controls were used. Requested return of suspect device and replacement was sent.